Event description:
It was reported that the customer was taken by the ambulance to the hospital due to diabetes ketoacidosis and high blood glucose over 1000 mg/dl, and she was treated with an insulin drip. It was stated that the customer did not feel well after taking a nap, and her glucose level was 140 mg/dl. Then the customer started to feel nauseous and vomiting. Advised the nurse that is recommended to troubleshot the insulin pump to determine the cause of her high glucose. Suggested the caller to have the customer call when she can test the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.